Manufacturer narrative:
Product ID: mc1vr01-delsys fdc 22. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of leadless implantable pulse generator (ipg), echocardiogram was performed at one month follow up check and revealed minimal pericardial effusion. Patient, although asymptomatic, was scheduled for hospitalization. Subsequently, approximately six months later, the pericardial effusion reported as resolved. The leadless ipg remains in use. No further patient complications have been reported as a result of this event. The patient is a participant in the (B)(6) clinical study.